Manufacturer narrative:
It was reported that the ventilator had a leakage. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, high o2 concentration alarms occurred. It was found that there was an issue with o2 nozzle unit, which caused leakage. The nozzle unit on o2 gas module was adjusted to resolved the issue. The device passed all performance tests and could be returned to clinical use. No parts were replaced. No further failures were reported.review of the provide device's logs confirmed occurrence of the reported issue. The event log confirms several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The issue was decided to be reported as too high o2 concentration delivered to the patient may lead to insufficient ventilation. There was no patient harm. It is unknown, how and why nozzle unit was mounted incorrectly, therefore, the exact root cause has not been determined.

Event description:
Hold for kh 11/28 it was reported that the ventilator had a leakage. There was no patient harm. Manufacturer's ref. #: 928393

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: d1 - brand name: previous brand name: servo-u, corrected brand name: base unit servo-u. D4 - version or model #: previous version or model #: servo-u, corrected version or model #: 6694800. D4 ¿ unique identifier (UDI) #: previous unique identifier (UDI) #: missing; corrected unique identifier (UDI) #: (B)(4).